Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3888-45 (lot: unknown); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said the implant was explanted together with all the leads and extensions except for 1 lead due to lead migration.

Event description:
Additional information was received from the managing physician (hcp). Hcp reports pre operative diagnosis of nerve stimulator failure and notes non functioning system and persistent pain at the generator site leading to system removal. Hcp reports they were able to remove all but one of the leads as the final lead fractured during removal and a small fragment was left retained.

Manufacturer narrative:
Continuation of d10: product ID 3888-45 lot# v442468 implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type lead product ID 3888-33 lot# v287550 implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.